Event description:
It was reported that while unloading the cot and patient from the ambulance, the unit began to lean to one side. The caregivers were unable to correct the unit before it tipped over with the patient still secured to the device. As a result of the tip, the patient sustained a shoulder injury that required a visit with an orthopedist. No further details have been provided at this time. Additionally, one of the caregivers who attempted to correct the device complained of head, left leg, left side neck, and back pain and was evaluated at an urgent care facility where they took her out of work for a week.

Manufacturer narrative:
The device was evaluated and no product problem was found to have caused or contributed to the event. H codes have been updated.

Event description:
It was reported that while unloading the cot and patient from the ambulance, the unit began to lean to one side. The caregivers were unable to correct the unit before it tipped over with the patient still secured to the device. As a result of the tip, the patient sustained a shoulder injury that required a visit with an orthopedist. Additionally, one of the caregivers who attempted to correct the device complained of head, left leg, left side neck, and back pain and was evaluated at an urgent care facility where they took her out of work for a week.